Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the device associated with this complaint was not returned. Photographic evidence confirmed the reported event. DHR reviewed, no deviations or non-conformance's were noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the arms from the tibial cutting block broke while surgeon was cutting the proximal tibia. Both pieces were retrieved and it did not extend the case time.